Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported their device was shocking them suddenly. The patient further reported that they fell on their back the day before the call and since then the ins had been shocking them every time they urinated and between urinations. The patient mentioned they had lost their programmer and called their healthcare provider who has requested the patient call in to see if the ins could be turned off over the phone. It was reviewed that the ins could not be accessed remotely, and the patient was advised to follow up with the healthcare provider who could use the clinician programmer to adjust the stimulation. No further complications were reported.